Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced sensor reading discrepancies. Blood glucose at the time of the incident was 239 mg/dl and sensor glucose was 196. The customer stated that they have gotten false unexpected suspend alarms multiple times. Customer¿s blood glucose the night prior was 223 mg/dl while sensor read 109. The customer stated she would have to restart the sensor feature in order to correct the issue. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.